Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion at 24.8 cm to 25.6 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device. The lead was fractured at 26.5 cm to 27.8 cm due to clavicle crush. This likely contributed to the reported low lead impedance.

Event description:
It was reported that the atrial lead exhibited low impedance. During lead replacement procedure, insulation damage was noted. The lead was explanted and replaced.